Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensors were calibrated. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit alarmed, indicating volume ventilation was the only mode of mechanical ventilation available. There was no report of patient involvement.